Event description:
On (B)(6) 2011, patient reported her infusion device has condensation in it and she experienced an elevated blood glucose level. Patient stated she changed the infusion adapter and the insulin cartridge yesterday and this morning she woke up with an elevated blood glucose level. Patient reported her blood glucose level was 310 mg/dl. Patient's target blood glucose level is 150 mg/dl. Patient stated upon inspection of the infusion device, she noticed "vapor" in the chamber of the infusion device. Patient reported she attempted to remove the infusion adapter to further inspect the infusion device and could not remove the adapter. Patient stated the adapter starts to come up and off of the infusion device and then "jumps back down". Patient reported the adapter did not look unusual upon inspection out of the package and from what she can see right now. Patient stated the infusion feels real loose right now. Patient reported there is an air bubble in the insulin cartridge at this time also. Patient switched to her back up infusion device and inserted a new insulin cartridge, new infusion adapter, and new infusion set tubing. Patient stated there is no crack in the luer lock of the infusion set. On follow up call on (B)(6) 2011 patient stated she brought her blood glucose level down into the normal range by attaching to her backup infusion device and bolusing. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.